Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical or visual anomalies were observed.

Event description:
It was reported the device shuts down for no apparent reason, despite using new batteries. Follow-up information received reported the shut down happened during a pre-check, before putting it on the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device shuts down for no apparent reason, even with new batteries. Follow-up information received determined there was no patient involvement. The condition was found during a pre-check, before putting it on the patient.